Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc could not review the manufacturing history record (DHR) because the lot number was unknown. In the evaluation, omsc found that there was a foreign material it seems like the distal attachment for the endoscopes inside the insertion section of the subject device. The maximum outer diameter of the foreign material was about 15.5mm. In addition, omsc confirmed that the facility has the endoscopes as followings. Cf-q260ai: 2units gif-h290: 1unit gif-q260: 1unit gif-xp260n: 1unit there are four types of the distal attachments for the cf-q260ai, and the maximum outer diameter of them is 15.8mm. There is no distal attachment, of which the maximum outer diameter is close to 15.5mm, for the gif-h290 and the gif-q260. There is no distal attachment for the gif-xp260n. The inner diameter of the insertion section of the subject device is 15mm. It means that the foreign material that was larger than the inner diameter of the insertion section was clogged. Based on the evaluation, there was the possibility that this phenomenon was attributed to any of the four distal attachments for the cf-q260ai was clogged.

Event description:
Olympus medical systems corp. (Omsc) was informed from the facility that the endoscope could not be inserted due to the inside of the insertion section of the subject device was deformed during reprocessing. There was no report of patient injury associated with this event. Omsc is submitting this MDR according to the number of devices that was occurred this event. This is 1 of 2 reports.